Event description:
It was reported that a patient presented to the emergency room with chest pain. An echocardiogram was performed and revealed cardiac perforation and pericardial effusion due to the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. X-ray examination of the lead found the helix was bent consistent with procedural damage. Unable to test the helix mechanism/ extension length due to the damaged helix as received. A tip stiffness test was performed, and the results were within specification.